Event description:
It was reported that during a procedure of the moderately tortuous, non-calcified, 90% stenosed, de novo right coronary artery (rca), a 2.75 x15 mm xience xpedition was successfully deployed in distal rca and 2.75 x 18 mm xience xpedition was deployed in proximal-mid rca. After deployment of the 2.75 x 18 mm xience xpedition, a dissection occurred, resulting in no flow to the artery. Attempts were made to open the artery, but the artery remained occluded. Coronary artery bypass graft surgery has been recommended, but has not been performed. Reportedly, the patient is stable at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Brand name: stent: 2.75 x 15 xience xpedition; guide wire: galeo; balloon dilatation catheter: 2.0 x 8 mm the stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of dissection and occlusion, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.